Event description:
As reported, after implantation of a 55cm optease femoral vena cava (vc) filter, balloon dilation of the left iliac vein and venography was performed. However, the filter was found to have migrated to the left iliac vein. A second 55cm optease vc filter was implanted and the initial optease filter which migrated was successfully retrieved using an unknown loop snare together with an unknown large sheath. This was during a procedure to treat a patient with lower limb swelling and extensive left lower limb deep vein thrombosis. The vena cava was measured to be 29 mm and was straight. No thrombus was present at the implant site. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty deploying the initial optease filter, and the filter fully expanded during implantation. A non-cordis balloon was used to dilate the iliac vein. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after implantation of a 55cm optease femoral vena cava (vc) filter, balloon dilation of the left iliac vein and venography was performed. However, the filter was found to have migrated to the left iliac vein. A second 55cm optease vc filter was implanted and the initial optease filter which migrated was successfully retrieved using an unknown loop snare together with an unknown large sheath. There were no issues with the second optease filter that was implanted. The device operated as intended and was removed after the procedure was completed. This was during a procedure to treat a patient with lower limb swelling and extensive left lower limb deep vein thrombosis. The vena cava was measured to be 29 mm and was straight. No thrombus was present at the implant site. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty deploying the initial optease filter, and the filter fully expanded during implantation. A non-cordis balloon was used to dilate the iliac vein. The device will be returned for evaluation along with the replacement optease vc filter which had no issues.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after implantation of a 55cm optease femoral vena cava (vc) filter, balloon dilation of the left iliac vein and venography was performed. However, the filter was found to have migrated to the left iliac vein. A second 55cm optease vc filter was implanted and the initial optease filter which migrated was successfully retrieved using an unknown loop snare together with an unknown large sheath. There were no issues with the second optease filter that was implanted. The device operated as intended and was removed after the procedure was completed. This was during a procedure to treat a patient with lower limb swelling and extensive left lower limb deep vein thrombosis. The vena cava was measured to be 29 mm and was straight. No thrombus was present at the implant site. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty deploying the initial optease filter, and the filter fully expanded during implantation. A non-cordis balloon was used to dilate the iliac vein. The device was returned for evaluation along with the replacement optease vc filter which had no issues. An optease vc filter ous, 55 cm femoral only, was reported in the product complaint. The returned components were received inside a plastic bag and included the obturator, two cannulas, two filters, a storage tube, and two vessel dilators. Visual inspection of the device showed that no abnormal conditions were observed during the unaided eye inspection. Microscopic analysis was performed to evaluate the condition of the filters, and no abnormal structural conditions were observed on the filter. The received units did not present any damage or anomalies during visual inspection, and no abnormal structural conditions were observed during microscopic evaluation. The product analysis did not provide evidence to suggest that the reported failure was related to the manufacturing or design process. The reported ¿filter ¿ migration ¿ embolization embolization-caudal¿ could not be substantiated because images were not provided. The exact cause of the reported event cannot be determined. No damages were found during the product evaluation, therefore, use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during the procedure.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.